Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer will reload cartridge to resolve the issue but has manual injections if needed. There was no adverse impact to customer's blood glucose level.